Event description:
It was reported that the pump was at elective replacement indicator (eri) and was being replaced due to normal battery depletion. During the procedure, the physician was not able to aspirate the catheter. The physician believed the catheter was patent because the patient was therapeutic with his medication, thus the catheter was not replaced at that time. The pump was reprogrammed. There were no patient symptoms/injuries related to this event. The pump was being used to deliver dilaudid. Additional information received reported that the health care provider (hcp) wanted to give the patient a bolus over 6 hours and then he was going to decrease the daily dose for simple continuous rate. It was again noted that the device was replaced due to eri and the catheter was unable to be aspirated during the procedure, and the pump was not primed on the back table. The hcp was then giving the patient a bolus to infuse over 6 hours, which was noted to be nearly completed, and the patient was reportedly doing well. Then they would do a prime bolus to clear the remaining sterile water from the catheter, and decrease the simple continuous dose after these boluses until tomorrow, at which point he was going to see the patient again. The hcp would then turn the pump up to the normal rate. The pump was being used to deliver hydromorphone.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8832, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).

Event description:
It was later reported that the patient was doing well with therapy since the pump was replaced. No diagnostics were performed and the cause of the inability to aspirate the catheter was unknown.